Manufacturer narrative:
Date received by manufacturer: 07-apr-2015 additional information was received that the patient underwent a revision procedure due to inadequate stimulation. During the procedure, the ipg and splitter were explanted and new ipg and lead were implanted. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8120-70, serial #: (B)(4),description: artisan surgical lead; 70cm model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.